Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2009 and mesh was used. Implantation dates were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient experienced over active bladder and underwent cystoscopy with botox injection on (B)(6) 2011 . (B)(4) - overactive bladder. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to vaginal vault prolapse, rectocele, and cystocele. The patient underwent a gynecological procedure on (B)(6) 2009 and a different mesh was implanted due to persistent voiding dysfunction with rectocele and revision of pubovaginal sling with rectocele repair. It was reported that following insertion the patient experienced pelvic pain, severe cramps, urinary stress incontinence, bladder infections, self catheterizing due to voiding difficulties,electric shocks into lower extremities with chills, and painful intercourse. The patient underwent revisionary surgery due to erosion on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-08247 and medwatch 2210968-2012-08248. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent sling implantation on (B)(6) 2008 due to hypermobile urethra, borderline intrinsic sphincter deficiency, cystocele stage 3-4, rectocele stage 1, mixed incontinence, and weakened pubocervical. She had the following concurrent procedures done on (B)(6) 2008: anterior colporrhaphy, vaginal extraperitoneal colpopexy, perineorrhaphy, and mesh implantation. It was reported that another sling was implanted on (B)(6) 2009, along with mesh revision and rectocele repair. She had revisionary surgery on (B)(6) 2009, due to mesh erosion, and the sling was incised on (B)(6) 2009, due to urinary retention. On (B)(6) 2010, the patient underwent lysis, revision of sling, cystoscopy and urethrolysis due to voiding dysfunction, incomplete bladder emptying and periurethral issue.